Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 to treat knee pain. The implantable pulse generator (ipg) was placed in the anterior thigh with the leads targeting the genicular nerves. In (B)(6) 2025 the patient contacted a nalu representative noting inconsistent communication between the ipg and the external therapy discs. Per the patient, the communication issues had been persistent since the device was initially implanted. During troubleshooting in (B)(6) 2025, imaging showed the ipg was rotated within the pocket so that it was not sitting parallel to the skin surface, the system was also found to also have impedance issues on both leads. On (B)(6) 2025 a surgical procedure was performed to create a new pocket and reposition the existing ipg in the new pocket. Also during the procedure both leads were removed and replaced with new leads. Intra-op testing confirmed good connectivity between the ipg and therapy discs.

Manufacturer narrative:
The patient reports having limited mobility and thus not performing any strenuous activities, nor are there any reports of falls or trauma that may have contributed to the ipg migration or lead damage. The migration of the ipg within the pocket led to communication issues that were noted by the patient. It is likely that the ipg rotated during the healing process, possibly placing strain on the leads or on the connectors between the leads and the ipg, thus causing damage and subsequent impedance issues. Reason for the ipg movement is unknown, however the location of the implant is a highly mobil and highly used joint, possibly contributing to the instability during the healing process. Migration is a known inherent risk of implantable neuromodulation devices.